Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was not provided. The device was not dropped or exposed to a strong magnetic field. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.